Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Explanting physician reported rupture as well as capsular contracture baker grade ii and "nodular lesion in the right breast compatible with siliconoma" diagnosed by ultrasound and MRI. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Explanting physician reported rupture as well as capsular contracture baker grade ii and "nodular lesion in the right breast compatible with siliconoma" diagnosed by ultrasound and MRI. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification) silicone migration: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.